Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer delivered a bolus via pump to address bg level. The customer reverted to manual injections for insulin therapy.